Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to confirm reported fault. Throughout the investigation the auditory advisory prompts issued by the device were audible and clear. No measurable fault was identified with the speech circuitry or speaker that would have caused no audio prompts to be heard. Therefore, the investigation is unable to confirm the reported failure. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.